Event description:
The customer reported via the sales rep, that whilst the surgeon was operating with the t2 humeral nail kit and when drilling with a 3.2 x150mm drill the drill allegedly broke off inside the nail and has been left inside the patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.